Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported motor rate error (mre) was evidenced in the event history log (ehl). This error was reproduced during an occlusion test. The customer reported product problem was there confirmed. The alarm was produced because the motor assembly components were worn from normal use. The motor assembly was replaced to address the reported product problem.

Event description:
It was reported that the medfusion pump produced a motor rate error (mre). No patient injury or complications were reported in relation to this event.